Manufacturer narrative:
The reported event was duplicated. It was confirmed the device displayed a bias current error on the console by the service technician through functional evaluation. Upon disassembly, the service technician found motor assembly corrosion.

Event description:
The device was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.

Event description:
The device was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.